Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. Her blood glucose at the time of incident was 120 mg/dl. Customer changed the reservoir multiple times in an attempt to troubleshoot the issue. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. Customer returned the insulin pump and was sent a replacement device along with two additional reservoirs.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.